Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for defective glass forming with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that molding defects were found with a bd vacutainer® ctad blood collection tubes. The following information was provided by the initial reporter, the hcw noticed that, for these tubes, there is: 1 mm less in height, 1mm more for the diameter. 100 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that molding defects were found with a bd vacutainer® ctad blood collection tubes. The following information was provided by the initial reporter, the hcw noticed that, for these tubes, there is: 1 mm less in height 1mm more for the diameter. 100 occurrences were reported.